Event description:
Granuloma (foreign body type) at injection site [injection site nodule]. Case description: spontaneous report received on 10-jun-2008 via the (B) (4) regulatory authorities from a physician regarding a patient (no further details available) who was treated with hylaform fineline on unk dates in 2001 and 2004 at the level of the right lower eyelid and right paranasal zone. On (B) (6) 2006, the pt experienced onset of a granulomatous reaction with foreign bodies on the sites of the original injection (histological proof). On an unk date in 2007 two subsequent surgical interventions were performed, but with a current relapse. Clinical consequences established are that the two events show that the granulomas are located around foreign material which show double refraction in polarized light. The physician did not assess the relationship between the event and hylaform fineline. As of the date of receipt of this report the patient outcome was unk. Qa assessment was received on 25-jun-2008 which stated that the production and quality control documentation for lot#q03101 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot#q03101 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.